Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with objective evidence. The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation or imaging evaluation. The presence of an slda as described in the complaint event was confirmed through available information and imaging review. Potential contributing factors to the sldas are patient-related and procedural issues based on imaging evaluation. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
The following sections were updated/added: b4, b5, g3, g6, h2 and h10.

Event description:
Additional information received stated that the patient passed away after surgery due to his general bad conditions and a lot of co-morbidities. There was no device relationship to the patient passing away, it was due to his general underlying conditions. Imaging evaluation suggested that loss of transeptal access happened during the procedure. As per the cs, there were never any doubts that primary puncture position was lost. Also, there was a residual asd with bidirectional shunt.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: 2023-14467-01. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal precision procedure in mitral position. During procedure a single leaflet device attachment (slda) was detected. The patient had a huge atrium, but there was good visualization. Tsp height was 5.5-6 cm and a little less posterior to loose height. Good steering conditions regarding trajectory and positioning. After several grasping, clocking and optimization attempts, there was a satisfying grasp with good leaflet insertion on both sides medial from a2/p2 with a gradient of 2.5 and mr grade 2+. It was decided to deploy in preparation for a second device to improve the final result. The team had no concerns of good leaflet insertion at stage of releasing. After releasing all tension, pulling the sutures (anterior first, without issues) and already unscrewing the release knob, under fluoroscopy the echo physician interrupted the release showing an anterior slda.it was attempted to elongate the device to try to maybe get free of the posterior leaflet, but the the actuation wire was not responding anymore. Therefore it was decided to deploy and change the approach. The physician had concerns to improve/fixate with a second device after expending 2 hours for the first and he discussed the situation with the heart surgeon. They both agreed that the patient will undergo open heart surgery in future to treat mr and tr. Starting and post-procedural mr were severe (4+). The patient is in stable conditions and the pascal is still fixed to the posterior leaflet.